Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a pt (age & gender unknown) the device failed to allow discharge. Complainant did not indicate that there was any adverse effect to the pt.